Event description:
A lifecor patient services representative (psr) states that a battery pack will not fit into her monitor. She states there is a bent battery pin. Support sent the psr a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connector's misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The psr received a replacement monitor.